Event description:
It was reported that a novasure procedure was performed on (B)(6) and during the procedure, the doctor had multiple vacuum errors, therefore the procedure was completed with a second device. The device was received for investigation on february 29 and a visual inspection was conducted and the array had a hole on it. Functional testing was conducted and the procedure was completed, the vacuum alarm was not reproduced. Hence, the complaint cannot be confirmed due to the vacuum alarm was not reproduced but a new issue was detected during the investigation "array damage/torn". No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.